Manufacturer narrative:
Concomitant medical products: product ID: 1258t competitor lead, implanted: (B)(6) 2012, product ID: dtbb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to out of range impedance and oversensing. The lead was repositioned and tunneled to the right side to accommodate oncology treatment on the left side. No patient complications have been reported as a result of this event.